Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported 5 false positive results on the alinity m sars-cov-2 assay. The customer retested the samples on another alinity m instrument and got negative results. The false positive results were not reported to the patients, so there was no impact to patient management. The customer has stated the regulatory agency has been contacted in regards to these observations. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log files were provided and validity of the runs (including met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m sars-cov-2 negative ctrl and positive ctrl) or for the samples in question) was verified. The review of the results log files demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lots 516431 and 517009 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lots 516431 and 517009 are performing outside of established design performance specifications. Quality data review: device history record review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516431 and 517009 and their components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for both lots. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516431 and 517009 and their components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results (false positive) for five patient samples when using alinity m sars-cov-2 amp kit (list 09n78-090) lots 516431 and 517009. The complaint history review identified four additional complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516431 or 517009. Identified complaints are currently under investigation or troubleshooting is in process. Each complaint will be independently investigated. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lots 516431 and 517009 was not identified.